Event description:
During a pre-use check the pressure control level above peep potentiometer was erratic. The unit was returned to the biomed department and all of the potentiometers of the unit were tested. The following potentiometers were also erratic during resistance checks: peep, inspiratory time percentage, and upper pressure limit. No patient injury occurred as the unit was not on a patient. The unit is not back in service as they are awaiting parts.